Event description:
It was reported that the patient ams 700 inflatable penile prosthesis pump was stay flat and not refill. The patient was instructed to reset with no success of resolving the issue. He was also given trouble shooting technique and after a couple of pumps the pump again went flat. The patient was able to get the pump to 'pop', but the bulb stayed collapsed. Additional information received stated that the patient is still having difficulty with ipp pump. It is believed to be related to device autoflation. The patient was instructed to troubleshoot the device, he is still having the same problem, and is very frustrated. He will be given be additional training on how to troubleshoot the device.